Event description:
See maude event report (B)(4). Per the report, "I had saline implants put in due to bilateral mastectomy because of ibd. About a year later, I started experiencing insomnia, soreness of the breast, progressing through the last 4 years to kidney and liver pains, swollen lymph-nodes and painful skin disorders. My skin disorder has become chronic and debilitating. Open sores on 90% of my body." The devices remain implanted and there has been no confirmation by a physician that these symptoms are related to the device. No further info is available.